Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer's blood glucose level. The customer attempted various troubleshooting steps, including using different wall adapters and charging cables, which did not resolve the issue. The pump was replaced, and the customer will use current pump or a backup insulin pump for insulin therapy until the replacement arrives.